Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. Customer's parent was calling back after receiving new battery cap. Blood glucose level at the time of the incident was 167 mg/dl. Customer's parent stated the display is solid white. Troubleshooting was completed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit was received with blank solid white display due to cracked lcd glass at chip ledge. Unit was received with scratched casing, minor scratches on lcd window, dent on display window cover, pillowing keypad overlay and peeling end cap address label.